Event description:
It was reported that a spectrum iq infusion pump had keypad malfunctioning. This occurred before use in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During evaluation, the reported problem of 'button not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.